Event description:
The electrosurgical pencil was placed on the patient's abdomen. When the doctor later picked up the pencil, he noticed charing on the end of the pencil and a pea size burn on the patient's skin.

Manufacturer narrative:
No product was returned for evaluation. User instructions state to place an electrosurgical pencil in its holster when not in use. Recently activated pencils can still be not enough to cause a burn and should never be placed on a flammable surface or laid on a patient. This is also stated in the user instructions.